Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultrasafe passive¿ x-series needle guard syringe leaked during use resulting in incorrect dosage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aqls), was manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion the defect occurred due to misuse of the combination product. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user.